Event description:
The purpose of the foam oto-block is to keep silicone material from moving further in the canal. If it fails, silicone can be pressed up against the tympanic membrane. Worst case scenario is if there is a perforation or a pe tube, the silicone can go into the middle ear space and require surgery to correct. Product contributed to patient being harmed: 13 events: multiple reports received involving: patient ear bleeding, pain, discomfort, product unable to be removed from patient¿s ear and patient had to be taken in for surgery, and tympanic membrane perforations.

Event description:
The purpose of the foam oto-block is to keep silicone material from moving further in the canal. If it fails, silicone can be pressed up against the tympanic membrane. Worst case scenario is if there is a perforation or a pressure equalization (pe) tube, the silicone can go into the middle ear space and require surgery to correct. Product contributed to patient being harmed: 13 events: multiple reports received involving: patient ear bleeding, pain, discomfort, product unable to be removed from patient¿s ear and patient had to be taken in for surgery, and tympanic membrane perforations.